Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; b6; h6.

Event description:
Patient reported left side capsular contracture, baker grade IV, pain, granuloma, calcifications, and folds." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and granuloma.

Event description:
Patient reported left side capsular contracture, baker grade IV, pain, granuloma, and folds." The device remains implanted.